Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted the distal conductor of the lead was extrinsically over-rotated and visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4) implantable cardioverter defibrillator (ICD) (B)(6) 2013. (B)(4).

Event description:
It was reported that there were right ventricular lead alerts for superior vena cava (svc) impedance, right ventricular defib impedance, and a lead integrity alert was triggered. Further information was not able to be obtained. The lead is no longer in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated; a lead impedance out of range alert, the criteria for the right ventricular lead integrity alert were met, a lead noise alert, the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, oversensing due to non-physiologic signals/sic (sensing integrity counter). Fifteen nst, 16 ventricular fibrillation (vf) and 5 lead failure predictor episodes of less than 220 ms v-v cycle are recorded between (B)(6) 2013. 7,331 of 8,439 lifetime v-sic occurred since (B)(6) 2013. The svc and rv defib impedances increased to > 250 ohms and rv pacing impedance was > 4,000 ohms or undefined the week ending (B)(6) 2013. A lead integrity alert was triggered on (B)(6) 2013 due to meeting the conditions for nst and v-sic. An out of tolerance subthreshold lead impedance alert was recorded on (B)(6) 2013. A lead noise alert occurred on (B)(6) 2013.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.